Event description:
Sterilization with essure. Horrible pain after procedure, constant bleeding since procedure. At 3 month checkup, one of the devices are found inside my uterus and not in tubes. Still inside, have to have surgery to remove.